Event description:
The patient presented with unstable angina and a transesophageal echocardiogram and cardiac catheterization revealed aortic valve stenosis and an elevated gradient. The valve was explanted and replaced with a 19 mm sjm regent valve. An intra-aortic balloon pump was placed before the operation due to the patient's unstable symptoms. During the explant procedure, it was observed the cusps had limited mobility and there was material that appeared to be growing on the ventricular side of all three cups. Postoperatively, the patient had thrombocytopenia, which resolved prior to discharge. She also had leukocytosis and her aortic valve tissue culture en bloc showed (B)(6). The patient was treated with synercid. The patient was discharged from the hospital in stable condition.